Event description:
It was reported that despite proper preparation, the intra-aortic balloon could not be passed through the "long sheath" and as a result, it was removed. A new kit was obtained and the iab was placed uneventfully and the intra-aortic balloon pump therapy began. There were no reported patient complications.